Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the severely tortuous and non-calcified atrioventricular of right coronary artery (rca). A model-7f mach 1 guide catheter was selected for use. However, during unpacking, it was noticed that the device looked like it was stretched. Another model-7f mach 1 guide catheter was opened and engaged to the lesion. Then, a 2.25x9 non- bsc balloon catheter was advanced for dilation, however the device was unable to cross the lesion. A 145, 5-in-6 guidezilla guide extension catheter was then advanced for the non-bsc balloon catheter to cross the lesion but was unsuccessful. Another 2.0x10 non-bsc balloon catheter was advanced through the guidezilla and was able to cross the lesion. However, during inflation at 2 atmospheres, the balloon of the non-bsc balloon catheter ruptured. The non-bsc balloon catheter was removed from the patient. A 2.50 x 12 synergy drug-eluting stent was advanced to treat the lesion. Severe resistance was encountered but the synergy was able to pass through the guidezilla and reached the lesion. However, during the procedure, it was noticed that the stent dislodged but remained on the stent delivery system (sds) at 15cm from the distal portion of the shaft. The physician then inflated the balloon of the synergy stent balloon to 2 atmospheres to prevent the stent from dislodging from the sds and then pulled the catheter out of the patient. The procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a synergy ous, mr, 2.5 x 12 mm stent delivery system (sds) was returned. A visual examination of the stent showed that stent was damaged and had moved proximally off the balloon onto the inner/outer extrusion. The balloon cones were reviewed and no issues were noted. Balloon folds were tightly folded. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. Solidified media was evident inside the balloon chamber. The review of the associated batch records for this device was performed and showed the maximum crimped stent profile at the time of manufacture was within the specification. 100% in process inspection is carried out and any defective unit identified is scrapped accordingly from the catheter batch. Therefore this device would have been scrapped if the crimping specifications were outside specification or if any damage to the stent was noted during manufacture. A visual and tactile examination found hypotube kinks along the catheter length. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the severely tortuous and non-calcified atrioventricular of right coronary artery (rca). A model-7f mach 1 guide catheter was selected for use. However, during unpacking, it was noticed that the device looked like it was stretched. Another model-7f mach 1 guide catheter was opened and engaged to the lesion. Then, a 2.25 x 9 non- bsc balloon catheter was advanced for dilation, however the device was unable to cross the lesion. A 145, 5-in-6 guidezilla guide extension catheter was then advanced for the non-bsc balloon catheter to cross the lesion but was unsuccessful. Another 2.0 x 10 non-bsc balloon catheter was advanced through the guidezilla and was able to cross the lesion. However, during inflation at 2 atmospheres, the balloon of the non-bsc balloon catheter ruptured. The non-bsc balloon catheter was removed from the patient. A 2.50 x 12 synergy drug-eluting stent was advanced to treat the lesion. Severe resistance was encountered but the synergy was able to pass through the guidezilla and reached the lesion. However, during the procedure, it was noticed that the stent dislodged but remained on the stent delivery system (sds) at 15 cm from the distal portion of the shaft. The physician then inflated the balloon of the synergy stent balloon to 2 atmospheres to prevent the stent from dislodging from the sds and then pulled the catheter out of the patient. The procedure was completed. No patient complications were reported and the patient's status was fine.